Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The power management parameters graph confirmed the unloaded and loaded voltage was within specification range. No unexpected power loss, low battery or pump error alarm 25 was noted during testing or in the downloaded file. No motor error alarms were noted during testing. The motor was tested outside of the device and it passed. The pump had minor scratches on the display window, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and a battery alarm. The customer's blood glucose reading was 122 mg/dl at the time of incident. Troubleshooting was declined by customer. The customer was advised that the device would be replaced and to return the product for analysis.